Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a plastic bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The glue plug threaded section of the device was broken off from the device and remained attached to the gauge threads. The device exhibits the atrion cts mark, indicating 100 percentage functional verification at the time of manufacture and the gauge needle is within the zero position. The cts testing includes pressure leakage, pressure decay, vacuum capability, gauge accuracy. Functional evaluation noted functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Also received 2 photo samples. First photo sample shows top view of eagle inflation device within product packaging. Second photo sample shows outer product packaging. Based on physical sample received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate package design. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the balloon dilation catheter, it was found that the pressure pump gauge was damaged and could not be used normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the balloon dilation catheter, it was found that the pressure pump gauge was damaged and could not be used normally.

Event description:
It was reported that upon opening the balloon dilation catheter, it was found that the pressure pump gauge was damaged and could not be used normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.